Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2, co2, and ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board and calibrating the co2 module. Unit was safety tested to factory's specifications.